Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: device not located within tubes'), device breakage ('device breakage one essure fractured'), pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)\ abnormal bleeding (menorrhagia)') and lipoma ('lipoma in outer thigh of left leg') in a 30-year-old female patient who had essure (batch no. 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced seasonal allergy ("allergy: rash/skin condition\ allergic or hypersensitivity reaction type: hay feverhay fever reaction avocados"), fatigue ("fatigue"), bowel movement irregularity ("irregular bowel movement"), nausea ("nausea"), dysgeusia ("metallic taste in mouth") and myositis ("muscle inflammation") and was found to have weight increased ("weight gain"). In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced psoriasis ("autoimmune: psoriasis in sclap and elbow") and alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have lipoma (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), myalgia ("muscle pain") and fallopian tube enlargement ("one of fallopian tubes was enlarged which will cause a slower recovery") and was found to have neoplasm ("tumors") and neoplasm malignant ("cancer (unspecified)"). The patient was treated with surgery (ablation, bilateral salpingectomy, salpingectomy (bilateral) and removal of tumor surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, device breakage, menorrhagia, lipoma, abdominal pain, urinary tract disorder, neoplasm, neoplasm malignant, myositis and fallopian tube enlargement outcome was unknown, the pelvic pain, dysmenorrhoea, seasonal allergy, bladder disorder, vaginal discharge, fatigue, bowel movement irregularity, alopecia, nausea and dysgeusia had resolved and the psoriasis, anxiety, weight increased and myalgia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, bowel movement irregularity, device breakage, device dislocation, dysgeusia, dysmenorrhoea, fallopian tube enlargement, fatigue, lipoma, menorrhagia, myalgia, myositis, nausea, neoplasm, neoplasm malignant, pelvic pain, psoriasis, seasonal allergy, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Both tubes were blocked but coils may be broken.. Imaging procedure - on (B)(6) 2008: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: device not located within tubes'), device breakage ('device breakage one essure fractured'), pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)\ abnormal bleeding (menorrhagia)') and lipoma ('lipoma in outer thigh of left leg') in a 30-year-old female patient who had essure (batch no. 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced seasonal allergy ("allergy: rash/skin condition\ allergic or hypersensitivity reaction type: hay feverhay fever reaction avocados"), fatigue ("fatigue"), bowel movement irregularity ("irregular bowel movement"), nausea ("nausea"), dysgeusia ("metallic taste in mouth") and myositis ("muscle inflammation") and was found to have weight increased ("weight gain"). In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced psoriasis ("autoimmune: psoriasis in sclap and elbow") and alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have lipoma (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), myalgia ("muscle pain") and fallopian tube enlargement ("one of fallopian tubes was enlarged which will cause a slower recovery") and was found to have neoplasm ("tumors") and neoplasm malignant ("cancer (unspecified)"). The patient was treated with surgery (ablation, bilateral salpingectomy, salpingectomy (bilateral) and removal of tumor surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, device breakage, abdominal pain, menorrhagia, urinary tract disorder, neoplasm, neoplasm malignant, lipoma, myositis and fallopian tube enlargement outcome was unknown, the pelvic pain, dysmenorrhoea, seasonal allergy, bladder disorder, vaginal discharge, fatigue, bowel movement irregularity, alopecia, nausea and dysgeusia had resolved and the psoriasis, anxiety, weight increased and myalgia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, bowel movement irregularity, device breakage, device dislocation, dysgeusia, dysmenorrhoea, fallopian tube enlargement, fatigue, lipoma, menorrhagia, myalgia, myositis, nausea, neoplasm, neoplasm malignant, pelvic pain, psoriasis, seasonal allergy, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Both tubes were blocked but coils may be broken. Imaging procedure - on (B)(6) 2008: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received: reporters were added. Lot no. Was added. Patient's demographic was added. New events- device breakage, malposition of essure device location of device: device not located within tubes, muscle inflammation, metallic taste in mouth, fallopian tubes was enlarged, muscle pain were added & few events were updated from psyche injury to anxiety, gastrointestinal problems to irregular bowel movement, allergy: rash skin condition to hay fever reaction avocados. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and neoplasm malignant ('cancer (unspecified)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), psoriasis ("autoimmune: psoriasis"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"), neoplasm ("tumors"), neoplasm malignant (seriousness criterion medically significant) and lipoma ("lipoma"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, dermatitis allergic, psoriasis, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, nausea, weight increased, neoplasm, neoplasm malignant and lipoma outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, gastrointestinal disorder, lipoma, menorrhagia, nausea, neoplasm, neoplasm malignant, pelvic pain, psoriasis, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified event¿ chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), (menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, autoimmune: psoriasis, psych injury, bladder problems, urinary problems, vaginal discharge, fatigue, gi (gastrointestinal) conditions, hair loss, nausea, weight gain, tumors, cancer (unspecified) and lipoma¿. Reporter¿s information, demographics, essure indication (amended) and essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.